Event description:
Additional information was received and per medical review, the tavr valve demonstrated calcification of the non-coronary and right cusps with pvl. No thrombus observed. Patient was transferred to ltac for rehab.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information received from patient's medical records review and device evaluation. The following sections of this report have been updated: b5, corrected h6 component codes, clinical code, device code, investigation findings, type of investigation. And investigation conclusions. The device was not returned, and no imagery was provided for review to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A risk assessment was performed on the reported event and reveal that the risk of valve calcification has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on valve stenosis. Users are informed of the residual risks associated with use of the valve through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with valve calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, complaint was confirmed by medical record review. Based on the limited information provided, the root cause for the valve calcification approximately 1 year 6 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. The valve is not available for evaluation; however, there was no allegation or indication a device malfunction contributed to this adverse event. Per medical records review, the patient also had moderate pvl. Although it cannot be confirmed, it is possible that the valve was explanted due to the pvl. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
Approximately 1 year and 6 months post implant of a 29mm sapien 3 valve in the aortic position, the valve was explanted and a non-edwards valve was implanted. The reason for the explant is unknown at this time.